Event description:
Boston scientific received information that during a routine device change out procedure, this left ventricular lead displayed high thresholds. The lead was noted to dislodged into the coronary sinus. The lead was explanted and replaced. The lead will not be returned as it was discarded by hospital staff. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.